Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Photo investigation: the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that rad aiming arm/frn greater trochanter had a broken cam lock. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for rad aiming arm/frn greater trochanter. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: product code #: 03.033.003-us , synthes lot #: 4l23057, manufacturing site: (B)(4), and release to warehouse date:25jul2019. A manufacturing record evaluation was performed for the non-sterile article lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the radiolucent aiming arm was broken. The targeting arm was sent in an unusable condition. The locking clip to hold the sleeve assembly for recon locking is broken and not functional. There was no known patient involvement. This report is for one (1) radiolucent aiming arm/frn greater trochanter. This is report 1 of 1 for complaint (B)(4).